Event description:
It was reported that the unit has a heating up error code displayed on the console. No additional information has been provided by the customer.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.